Manufacturer narrative:
Main investigation conclusion: the reported event of no external power alarms was able to be confirmed via review of the log file. The mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review ((B)(4)). A review of the submitted log files showed 256 events spanning approximately 8 days ((B)(6) 2022 per timestamp). No external power alarms were recorded on (B)(6) 2022 from 10:51:22¿10:51:40 and on (B)(6) 2022 from 16:37:12-16:37:18 while the controller was connected to the mpu. The alarms cleared once power was restored. The backup battery was able to provide power to the system during the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. Additional information provided on (B)(6) 2022 stated that the mobile power unit (mpu) has a v-lock connector, the ac power cord came loose from the outlet and not the back of the unit, the cord came loose due to a person tripping on the power cord, the mpu was not exchanged, and no product will be returning. The root cause of the reported event was conclusively determined to be caused by the plug being pulled from the outlet.heartmate iii instructions for use, rev. C, entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-01737. It was reported that the patient had a backup battery fault. The caregiver did some troubleshooting by re-seating the backup battery in the controller. A review of the log file revealed a series of backup battery faults on (B)(6) 2022. The log file also captured a series of no external power events on (B)(6) 2022 while connected to the mobile power unit.